Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The vascular access site was obtained via radial artery. The unspecified target lesion being treated was located in the moderately calcified unspecified artery. The 12mmx3.50mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation it ruptured at 14 atms. The device was removed intact from the patient and the procedure was completed with 3.0x10mm flexetome balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp)with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The vascular access site was obtained via radial artery. The unspecified target lesion being treated was located in the moderately calcified unspecified artery. The 12mmx3.50mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation it ruptured at 14 atms. The device was removed intact from the patient and the procedure was completed with 3.0x10mm flexetome balloon catheter. No patient complications were reported and the patient's status was good.